Event description:
It was reported that while performing routine maintenance on the anesthesia machine, the ge healthcare service rep noted there was no audio for the alarms. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.